Manufacturer narrative:
As reported hydrosurg plus battery chamber had fluid post procedure and the battery/pump pack has also been hot to the touch. The subject product was discarded by the user facility, therefor no evaluation of the unit could be performed. Based on the information provided and not having the sample to evaluate, no conclusions can be made. Review of manufacturing records indicate product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint from this manufacturing lot of 1440 units released for distribution in january, 2021. Should additional information be provided, a supplemental MDR will be submitted.

Event description:
As reported during an unknown procedure on (B)(6) 2021, bard/davol hydrosurg plus w/ smokevac trumpet valve, no probe tip was used. There was liquid in the battery chamber after the procedure and the battery/pump pack has also been hot to the touch. There was no reported patient injury.